Event description:
It was reported "the product package was opened to perform the puncture and insert the guidewire. Upon parallel withdrawal of the catheter, the front end of the catheter was found to be bent and deformed. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. No blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or ab-normalities were noted to the returned iabc. The one-way valve was tested and passed. A vacu-um was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back load-ed through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "front end of the catheter was found to be bent and deformed" is not confirmed. No kinks or bends were identified on the iabc central lumen. During the investiga-tion, the guidewire was able to advance through the central lumen without any difficulty. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the com-plaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the product package was opened to perform the puncture and insert the guidewire. Upon parallel withdrawal of the catheter, the front end of the catheter was found to be bent and deformed. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".